Manufacturer narrative:
Additional information: section d9 device available for evaluation, device returned to manufacturer and date returned to manufacturer section g date received by manufacturer and type of report section h device evaluated by manufacturer and evaluation codes the devices were returned to saluda for analysis. The returned anchors were noted to have tissue around and within the devices which was not able to be fully removed. Visual inspection of the anchor, including clamp and set screw, were completed with some limitation due to the condition of the returned anchors. Both anchors failed functional retention testing, confirming the reported migration event. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include lead migration or suboptimal placement, which may result in undesirable stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for lead migration. An x-ray was obtained and confirmed migration of both leads. A revision procedure was completed to resolve the issue and restore therapy.